Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported the devices were supposed to provide pain relief and the patient was in 8-10 range throughout the day. It was unknown why the devices did not do the job. The issue with worsening pain was not resolved at the time of this report.

Event description:
Information was received from a family member of patient and also that patient who was implanted with a neurostimulator for non-malignant pain and spinal pain. It was reported that the patient¿s device was not doing the job. The patient is on a pain scale of 8-10 all the time and the pain is getting worse and worse. The patient thinks that it helps a little bit. This has been occurring since implant. It was indicated that the patient did not have a doctor that manages their stimulator additional information was received on 29-aug-2016 from a family member of a patient. It was reported that the other day, the patient was "absolutely incoherent" from their pain. The patient had both a drug delivery pump and a stimulator. The devices had given them help but not near the help they had expected. Other medical history included parkinson's, and that all their other problems were skeletal. The patient could not hardly walk or stay out shopping, and was reportedly "all bent and totally deformed" and didn't want to see anyone or go anywhere. It was reported that chemicals often affect the patient in the opposite manner for which they are designed, for instance a medication designed to knock out the patient "revs her up." They had not come up with a successful combination to go into the pump to do the job or a combination of the pump and stimulator. The patient kept getting more and more pain and if they shut stimulation off "she goes crazy" which indicated to the reporter that it was doing something. They had trouble finding field people to do the adjusting. They had met with representatives previously for reprogramming. One time the patient experienced zapping. The reporter did not know what it was, but reported that it may have been an electrical storm. The date of the zapping was asked but unknown. It was later reported the patient had an appointment for (B)(6) 2016, but it was unclear if the physician they were seeing was for their pump or stimulator. The patient had reportedly met with manufacturer representatives in 2014 and worked with a healthcare provider (hcp) regarding programming. An increasing pain in the patients legs were reported. The patient had told the manufacturer's representatives that stimulation wasn't working properly since 2014. The patient had a "3rd operation" to correct pain in their legs but that didn¿t work either. The details of the operation were not provided. The patient's trial was done over 4 days and everything had worked "beautifully" but it didn't turn out that way with the neurostimulator and they had not been offered much regarding how to address it. The patient had been through physical therapy and trainers since 2015-2016 to address patients need but it had not resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's pain "is till registering at an 8-10 level all the time and she is in so much pain and she has been declining steadily over the past 18 months". Caller said that the patient hasn't "really had any help at all, it's difficult to tell if they have helped at all". Caller eventually clarified that the patient hasn't had therapy help from either the pump or stimulator, and said it has been this way since the stimulator was first put in on (B)(6) 2013. The caller said patient has seen a manufacturing representative (rep) to try to help this problem several times. They had meet with a rep in "2013, 2014, and also in 2015, but not at all the last few years". Caller also said patient "had 3 falls since it's been in, and the falls were somewhere in between those adjustments with the rep". No further complications were reported. No additional patient symptoms were reported.